Event description:
Guidant received info that a legal claim has been filed on behalf of this pt. It was reported that this implantable cardioveter defibrillator (ICD) did not delivery therapy when required. It was reported that this pt passed away in 7/05.